Manufacturer narrative:
There is no alleged malfunction of the device. It is unclear but possible that the fall was a result of hypoglycemia. Her bg measured at the hospital was 21 mg/dl. The patients memory of this incident and many other details of her medical history is poor. The patient was admitted to the hospital for 1 month. The patient is no longer using vgo devices. Device was not returned for investigation. Root cause is undetermined.

Event description:
Diabetic patient on vgo since (B)(6) 2017 reported that she had been hospitalized after falling and hitting her head while wearing a vgo device. The patients memory of this incident and many other details of her medical history is poor. The information that could be gathered from the patient was extremely limited. The patient reports that approximately 1 month ago she was found by her cousin unresponsive on the kitchen floor at 06:15 am. The patient believes she had gone to the kitchen the night prior at 23:00 to get something to eat. It is unclear but possible that the fall was a result of hypoglycemia. She was told that she was transported by ambulance to the hospital. Her bg measured at the hospital was 21 mg/dl. The patient was admitted to the hospital for 1 month. The patient was recently discharged to home. The patient is no longer using vgo devices. The patient could not provide the type and dosage of insulin she is currently using. She was able to report only that her bg is now "fine". She has had no subsequent hypoglycemia. Device was not returned for investigation.